Event description:
It was reported by the patient that in 2008, the port was replaced. The surgeon found a leak in the tubing and it was curled back over the port. During the revision of the port, there was difficulty removing it. There were no other patient complications reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.